Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info rec'd, the cause of the reported incident could not be conclusively determined. The angio-seal instructions for use (IFU) state that once the user has rec'd assurance that locator and sheath are in the artery (blood will flow from the angio-seal drip hole), the user is to hold the insertion sheath steady, w/o moving it into or out of the artery. Next, the user should remove the arteriotomy locator and guidewire from the insertion sheath by flexing the arteriotomy locator upward at the sheath hub.

Event description:
It was reported that a 6f angio-seal vip was selected for use. The pt rec'd the angio-seal implant and was discharged as normal. The pt was traveling abroad during the time of this procedure and reportedly underwent multiple interventional procedures after returning to the pt's country of origin, (B)(6). The pt reportedly developed some form of complication and upon further investigation, the medical team in (B)(6) discovered a guidewire in-situ in the pt. It is understood that the wire was removed and no identification has been made. No add'l info was available.